Event description:
It was reported, that a patient underwent an unknown procedure on (B)(6) 2023. And suture was used. During the procedure when taking out the suture from the package, the needle was detached from the suture immediately. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what is the lot number? Unk. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined, that one paper lid, one winding former with several suture pieces and one detached needle, that pertains to the product code vr945 were received for evaluation. Upon visual assessment of the suture, it was observed, that the strand has begun with a degradation process caused by exposure to the environment. This condition contributes to the needle separating from the suture. In addition, the foil was not returned for evaluation. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred, during the use of the device, that we were unable to duplicate during our laboratory analysis.